Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead could not be freed from the patient's chronic cardiac resynchronization therapy defibrillator (crt-d) at revision for device change. All setscrews were verified released from the device header and lead again attempted to be removed at which time it broke into two pieces. The lead was subsequently explanted and replaced with a new rv lead. No adverse patient effects were reported. This system is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. The device was returned with the rv lead still attached. Visual inspection noted that the hex slot on the rv ring setscrew was damaged with evidence that a wrench was not fully inserted. The rv ring setscrew was able to be turned once a wrench was fully inserted, however, the damage to the hex slot made turning the setscrew difficult. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--